Event description:
Patient had an index right tha on (B)(6) 2021. Patient presented with right hip pain and squeaking. Patient underwent revision on (B)(6) 2022. Some corrosion was found on the taper-head union. All components were exchanged except the femoral stem.

Manufacturer narrative:
Reported event: an event regarding malposition/rom involving a trident ii shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the records confirm the patient underwent an uncomplicated primary right tha on (B)(6)2021. Post-operatively the patient had ongoing pain unrelieved by conservative management. The patient did not have any instability issues and no obvious cause for this pain could be established. X-rays show a press fit tha in its normal position without evidence of loosening. She underwent a lidocaine challenge which temporarily relieved her pain. On (B)(6) 2022 she then underwent a revision of this tha with exchange of the cup, liner and head. In the operative note the surgeon describes some corrosion within the femoral head however the trunnion was not damaged and intact. There was evidence of liner wear posteriorly indicative of neck impingement. Because of this impingement the surgeon revised the cup to a more retroverted position to avoid this impingement. Post revision x-rays show the components to be in anatomic position. Revision of a primary tha for pain is confirmed. The root cause of the pain was related to cup malposition leading to impingement of the femoral neck." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain and squeaking. Intraoperatively, corrosion at the stem-head junction was observed. Evidence of impingement posteriorly was also observed intraoperatively, so the acetabular component was revised to a more retroverted position. A review of the provided medical information by a clinical consultant indicated: "the records confirm the patient underwent an uncomplicated primary right tha on (B)(6) 2021. Post-operatively the patient had ongoing pain unrelieved by conservative management. The patient did not have any instability issues and no obvious cause for this pain could be established. X-rays show a press fit tha in its normal position without evidence of loosening. She underwent a lidocaine challenge which temporarily relieved her pain. On (B)(6) 2022 she then underwent a revision of this tha with exchange of the cup, liner and head. In the operative note the surgeon describes some corrosion within the femoral head however the trunnion was not damaged and intact. There was evidence of liner wear posteriorly indicative of neck impingement. Because of this impingement the surgeon revised the cup to a more retroverted position to avoid this impingement. Post revision x-rays show the components to be in anatomic position. Revision of a primary tha for pain is confirmed. The root cause of the pain was related to cup malposition leading to impingement of the femoral neck." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had an index right tha on (B)(6) 2021. Patient presented with right hip pain and squeaking. Patient underwent revision on (B)(6) 2022. Some corrosion was found on the taper-head union. All components were exchanged except the femoral stem.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.